Manufacturer narrative:
The reported events were unacceptable threshold and helix mechanism test. A complete lead was returned in one piece with helix found extended, bent, and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the lead found the helix was bent consistent with procedural damage. Unable to perform helix mechanism test due to the helix being bent consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being bent and being clogged with blood/tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited a high capture threshold. When the physician attempted to reposition the rv lead, it was found that the rv lead helix failed to extend. The rv lead was not used. The physician continued the procedure with another rv lead and completed the procedure. The patient remained in stable condition.